Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The right ventricular (rv) lead exhibited inhibition of pacing due to lead fracture. It was also reported that the right atrial (ra) lead was returned to the manufacturer, analyzed, and tested out of specification the rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.